Event description:
It was reported that a customer's pump had a broken touchscreen, rendering it non-functional and unreadable. There was no information provided about the impact on the customer¿s blood glucose level. The pump was expected to be returned, and a replacement pump with a new serial number was provided to the customer.